Event description:
A complaint was rec'd from a customer that reported when they used excel off brand reagent they rec'd erratic results. A specific example was a 432 mg/dl followed immediately by a 184 mg/dl. These results if acted upon could represent a serious clinical condition. While on the phone a review of the system was conducted. Electronic checks were satisfactory. It was explained to the customer that bayer does not provide or support the use of offbrand reagent.